Event description:
It was reported via repair work order that the footend of the of the bed would drift due to a lift motor malfunction with worn lift motor nuts. No adverse consequence or clinically relevant delay in treatment was reported.